Manufacturer narrative:
It was reported the patient was treated with oral and IV antibiotics prior to explant. This report is submitted 03 december 2019. - attachment: [156927 device analysis report.pdf].

Manufacturer narrative:
This report is submitted on 08 november 2019.

Event description:
Per the patient's surgeon, the patient experienced infection and extrusion of the receiver-stimulator; subsequently the device was explanted on (B)(6) 2019.